Manufacturer narrative:
Manufacturer's investigation conclusion: a log file was submitted for review and the recorded data suggested that a controller exchange was performed. The log file contained several time frames. The first two entries were recorded on march 10, 2016 and recorded information appeared consistent with the last steps from the manufacturing process. The next entries revealed that the controller¿s clock was set on january 5, 2018 and the pump was not connected. There was another episode, recorded on (B)(6) 2019 where the pump was not connected and at the end, the controller was disconnected from the external power and the battery was removed. The controller was connected to a power module and the clock was set on (B)(6) 2020. The next time frame was captured on (B)(6) 2020, the set speed was adjusted from 8800 rpm to 9000 rpm and the driveline disconnect alarm cleared indicating that the pump was contented. The remaining data (until (B)(6) 2020) revealed that the system operated at the set speed of 9000 rpm with interruptions. A single low flow event associated with flow below 2.5 lpm was recorded on (B)(6) 2020. Multiple attempts for additional information were made; however, there was no additional information provided. The system controller was not returned and the serial number was not provided. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook, rev b, under section 2 ¿how your heart pump works¿ describes the steps how to replace the running system controller with a backup controller. The patient handbook warns the user ¿failure to adhere to the following instructions may result in serious injury or death¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the analysis of the log file on 06nov2020, it appears that there was a controller exchange occurring on (B)(6) 2020.